Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported that the battery is not charging. There was no patient involvement. Technical support advised the customer to replace the power supply. The customer reported that replacing the power supply resolved the problem.